Event description:
It was reported that, "screwdriver head broke off while screw was placed in tritanium cup. We changed screwdrivers. Outcome was fine and broken tip was found. Not that unusual but they were new screwdrivers."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.